Event description:
During a thrombectomy the radiologist observed on x-ray images that the outflow component had damage to a small section of nitinol braid in the area of the clavicle and first rib. The radiologist did not believe that the damaged area was the source of the clotting that necessitated the thrombectomy. The device is still functioning normally in the patient so the surgeon did not remove it and will continue to routinely monitor the patient.

Manufacturer narrative:
There was no report of an adverse clinical event and the device continues to function normally in the patient. This voluntary report is being submitted because of the incidental finding by the radiologist of device damage.